Manufacturer narrative:
Correction on initial report: concomitant product: disregard set model (2)10015312. The customer¿s report of a leak between the connection of an IV set and an extension set was confirmed. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. No anomalies or evidence of damage was observed. Further investigation under magnification observed a very thin hairline crack in the female luers, located approximately opposite the gate, extending almost end-to-end on two luers and on the base section of the other two luers. It is important to note that despite the hairline crack, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the non-bd microclaves are used as mating components with bd components. Functional and pressure testing was performed; no leaking was observed. Dimensional testing was performed on all of the female and male luers of both sets using a male and female go/no go gauge. All luers were a go and within parameters determined by iso regulations. The probable cause is most likely due to poor fitment or lack of compatibility between the set and the non-bd component.

Manufacturer narrative:
Concomitant medical products: (7) microclave connectors, therapy date 01/01/2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak between the connection of an IV set and an extension set during an infusion of fentanyl and versed, dosages and rates not provided. There was no patient harm.